Event description:
It was reported that during set-up for a procedure conducted at the user facility the device was found to be broken. No patient involvement or procedural delays were reported to have taken place.

Event description:
It was reported that during set-up for a procedure conducted at the user facility the device was found to be broken. No patient involvement or procedural delays were reported to have taken place.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during set-up for a procedure conducted at the user facility the device was found to be broken. No patient involvement or procedural delays were reported to have taken place.